Event description:
The customer received questionable creatinine jaffe gen. 2 results for six or seven patient samples on their c501 analyzer. The samples were repeated on another c501 analyzer ((B)(6)). The customer provided initial creatinine results of 11 mg/dl, 12 mg/dl, and 26 mg/dl that were reported outside the laboratory. The customer provided repeat results of 2.0 mg/dl and 1.5 mg/dl. The customer believed the repeat results were correct and issued them as corrected reports. The customer would not specify which repeat result corresponded to which original result. It is unknown if there were any adverse affects to the patients from this event. To the customer's knowledge, no patients were treated based on the results. For troubleshooting, the customer replaced the 9% sodium chloride diluent and recalibrated the analyzer. The customer stated the issue was resolved by replacing the diluent. The creatinine reagent lot number was 64117401 and the expiration date was 01/31/2013. The diluent lot number and expiration date were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation. Quality control recovery prior to the run was acceptable. Incorrect decimal placement settings were excluded. The calibration monitor for creatinine was checked and compared with release data and did not demonstrate an issue. According to the customer, the issue was resolved after changing the sodium chloride diluent. The sodium chloride diluent is only used for urine testing. The samples involved in this event were serum samples. It is unknown how changing the diluent would resolve this issue. The customer was not having further issues with creatinine. No adverse event was reported.